Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (350 mg/dl). Customer was using humalog insulin and the cartridge had been in use for three days. Customer treated elevated bg level by changing cartridge and infusion set and delivering a bolus. System check was performed with tandem technical support and the pump performed as intended.